Event description:
The customer reported that their insulin pump's screen was not functioning and would not turn on unless connected to a power source. Fortunately, there was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until replacement arrives.